Event description:
Failing user verification test detail description reported to carefusion technical support. "Machine showing low pip, circuit disconnect and xdcr fault". Not on pt. No pt harm.

Manufacturer narrative:
Failure analysis lab received a vela turbine assembly. The vela turbine assembly was installed in known good vela unit. The unit was powered on and received a ¿vent inop, motor fault, low pip and low ve¿. These errors are in the event error log. Powered unit in service mode, performed xdcr calibration, pt800 and pt801 passed 0 cmh20 calibrations 60 cmh20 calibrations and pt802 passed 3 cmh20 calibrations. Replaced customer¿s turbine interface pcba. Placed a good turbine interface pcba on the customer¿s returned turbine. Unit is working correctly. The failed the turbine interface pcba. This reported event considered a known issue addressed with an internal action. The vela turbine assembly was scrapped.

Manufacturer narrative:
Results of investigation: the printed circuit board (pcba) and the turbine assembly was returned to carefusion's failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue was due to a printed circuit board (pcba) corruption. No further investigation is needed. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported that the vela unit had low pip, circuit disconnect and xdcr fault. There was no patient involved at the time of the incident. Customer reported that no patient harm or injury occurred.

Manufacturer narrative:
The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning transducer. The foreign distributor was shipped a replacement pcb to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for eval. As of may 1, 2015, the alleged faulty component has not been received. Should the alleged faulty component be received and evaluated, a f/u medwatch report will be submitted.